Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was attempted to be implanted for a 455 mm thoracic aortic dissection type b from distal to left subclavian artery to left common iliac artery (sub-acute phase). It was reported that during the index procedure, difficulty to flush the stent graft vamc4036c150te from the side port was encountered. It was stated that water was leaking at the end of the device. The device was not used in the patient. Alternatively, another valiant captivia stent graft was implanted to complete the procedure. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.